Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by the presence of fibrin and cloudy effluent fluid, which warranted antibiotic therapy. The etiology of the patient¿s peritonitis was not provided; therefore, causality cannot be established. However, those individuals undergoing pd therapy are known to be at high risk for infections of the peritoneum . Additionally, staphylococcus aureus is the most frequent organism associated with infections in pd patients. While there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events, the liberty select cycler and liberty cycler set cannot be disassociated. Due to the suspect device not being returned to the manufacturer for evaluation and the lack of causality, there is insufficient evidence to exclude the liberty select cycler or liberty cycler set from having a possible causal or contributory role in the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse contacted fresenius technical support to follow up with the patient's issue with draining slowly. The nurse reported that they saw the patient and they had a cloudy bag so the patient was given heparin and antibiotics. Upon follow up, the pdrn stated that the patient was instructed to perform a manual exchange of 1500 ml to assess the drain volume, and to ensure a pd effluent fluid culture could be obtained. The patient brought a fluid sample to the pdrn on (B)(6) 2020. Upon examination the fluid appeared cloudy and contained fibrin. The patient was placed on ip heparin to break up any fibrin present, and a peritonitis protocol was instituted, which included ip vancomycin 2 grams every five days and ceftazidime 2 grams every five days until the pd effluent fluid culture returns. A peritoneal effluent fluid culture and cell count was obtained on (B)(6) 2020. The cell count revealed an elevated white blood cell (wbc) of 1057 u/l and an elevated polymorph count of 62 u/l. On (B)(6) 2020, the peritoneal effluent fluid culture was (B)(6) for (B)(6). On (B)(6) 2020, the nephrologist discontinued the ceftazidime and ordered the patient receive ip vancomycin 1 gram every five days for 2 weeks. The cause of the patient¿s peritonitis was not provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.